Event description:
It was reported the patient took a terrible fall on (B)(6) 2013 while walking to the bus depot. It was noted the patient fell on the sidewalk and their feet went up to the sky. It was further noted the patient went down on their tailbone and hit the implantable neurostimulator (ins). The reporter stated the ins was working, but it took off like it was way too strong or way to fast to the point of irritation, but then it would be normal again. It was noted the patient programmer worked to turn stimulation up and down. It was further noted the patient was icing their back and they were not sure if there was swelling or if they cracked it or not. The reporter stated the ins was acting different and they wondered if they should get the ins checked out. It was noted the patient contacted their healthcare professional about an hour ago. It was further noted the patient had gotten sorer and stiffer since they fell. The reporter stated they have osteomyelitis, but four years ago surgery was done to remove most of a disc and grind vertebrae because the infection had penetrated. It was noted the patient stated that all of that happened before they got the ins. The reporter stated that was probably why their pain was a little bit worse because they had a lot of prior issues before the ins that might be contributing. It was noted the patient had three surgeries in one disease and they also had heart disease. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 355028, lot# n316545, implanted: (B)(6) 2012, product type accessory; product ID 355028, lot# n316545, implanted: (B)(6) 2012, product type accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).